Event description:
The pt had to be revised two months post primary because pt received a femur and insert that were not compatible. (Both items were available during surgery and the incorrect item was selected by the rep who is no longer with depuy).